Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was unable to be verified. The device was found to meet specification in relation to both the reported failure to detect an upstream occlusion alarm and the reported delivery of fluid at a lower volume than programmed. The device passed functional testing associated with these symptoms. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion alarm. It was also reported that the device delivered at a lower rate or volume than programmed (under infusion). There was no known patient injury or medical intervention associated with this event. No additional information is available.